Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir of the insulin pump had leak. Blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. The customer's father stated that the location of the leak was bottom of the reservoir. The device will not be returned for the analysis.